Manufacturer narrative:
The customer's report was observed onsite by a zoll representative. The device was returned to zoll medical corporation for evaluation. However, the reported problem could not be duplicated. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Review of the log showed no occurrences of the customer's report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.